Event description:
It was reported by the affiliate that the (1) ax55g was used during a rectum resection procedure. The device could be fired without showing any problems. After the tissue had been cut and the device was opened it was discovered that the device did not function properly. There was no staple line and the device was empty. The case was completed by hand suturing. No further consequence to the pt.